Event description:
While the physician was placing a tvt secure system sling for a cystocele repair, the device was found to be bent together and difficult to flatten out. In addition, the device would not discharge off the spatulated instrument. The sling was removed and replaced with another tvt sling system without problems.